Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead, product ID: 3487a, lot# l49182, implanted: (B)(6)1998, product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient was no longer feeling stimulation, even with a new battery. The lead was fractured. The entire system was replaced. The system was replaced with the goal of covering bilateral lower extremity pain. Informed consent was obtained from the patient and intravenous antibiotics were administered. The patient was placed in the prone position and all pressure points were padded by neurosurgery. The patient stated they were comfortable they were prepped in standard surgical fashion. Using intraoperative fluoroscopy, the extension/lead site was identified. The connection site was palpable below the skin level. An incision line was marked and a #10 blade was used to incise down through the skin into subcutaneous soft tissue. Cautery was used to deepen the incision through the scar tissue. The generator battery was detected and was removed from the gluteal pocket without difficulty. Sterile seroma was removed as well. The extension lead was detethered from its scar tissue attachments. The connector point was identified as well through another incision and was carefully manipulated to deliver it out of the wound. It was cut at the proximal end. The generator and lead were removed from the pocket without difficulty. Under fluoroscopic visualization, the lead was retracted out of the epidural space without difficulty. The incision sites were irrigated with antibiotics and skin staples were placed. It was reported a new lead was unable to be implanted. The patient was put in a prone position and a small incision was made at the t12-l1 level. A 14-gauge tuohy needle was inserted at approximately a 30-degree angle. The epidural space was located via loss of resistance of preservative-free normal saline and aspiration was initially negative. An octad lead was advanced in the midline with the tip at approximately the t9 level. After activation of the lead, it became apparent there was cerebrospinal fluid (csf) leaking out of the tuohy needle. The lead was removed and aspiration was positive for csf. The lead was removed and the decision was made to re-enter the epidural space at the same level, but with an approach from the opposite side. Ag ain, a small incision was made and a 14-gauge needle as inserted. The epidural space was identified through loss of resistance in a preservative-free normal saline. When the lead was attempted to be advanced more than a centimeter out the end of the needle, the patient experienced discomfort, including leg paresthesias. Several attempts were made and despite very slow movement of the lead, the patient complained of paresthesias. For that reason, the needle was removed and the procedure stopped. It was deemed to be unsafe due to the patient¿s scar tissue and fibrosis in the epidural space. The healthcare providers (hcp) discussed and determined that offering the patient a paddle lead under a mini laminotomy may be a more appropriate option given the difficulty with inserting a percutaneous lead. No further complications were reported. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as 2010. The main component of the system and other applicable components are: product ID: 3487a, lot# l49182, implanted: (B)(6) 1998, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for rsd/causalgia-complex regional pain syndrome. It was reported that the patient¿s implantable neurostimulator (ins) was checked by the manufacturer¿s representative in 2010 because the stimulation had stopped working. They found that the lead was fractured and the healthcare professional (hcp) could not replace the lead because of scar tissue. They then removed the device. There were no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.